Event description:
It was reported by service report that the head section had a broken load wheel casting and the fowler cylinder was drifting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load wheel casting, set screw, fowler.